Event description:
The complainant alleged that during incoming inspection of the device, it would intermittently power up. The complainant indicated there was no pt involvement with this reported malfunction.